Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 155 mg/dl. The customer stated meter is displaying high readings and repetitive readings - customer stated he has obtained the same reading of 155 mg/dl for the past three days and he is also concerned the readings are high. Customer is also concerned with 206mg/dl reading. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom cabinet. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date at time of call is one and a half weeks. The customer stated he has not had any recent changes in his daily routine. The meter memory was reviewed for previous test result history (memory concerns: 155 mg/dl, 206 mg/dl, 151 mg/dl): (B)(6). Memory concerns:155mg/dl, 206mg/dl, 151mg/dl. Customer called in stating meter is displaying high readings and repetitive readings.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 155 mg/dl. The customer stated meter is displaying high readings and repetitive readings - customer stated he has obtained the same reading of 155 mg/dl for the past three days and he is also concerned the readings are high. Customer is also concerned with 206 mg/dl reading. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom cabinet. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date at time of call is one and a half weeks. The customer stated he has not had any recent changes in his daily routine. The meter memory was reviewed for previous test result history (memory concerns: 155 mg/dl, 206 mg/dl, 151 mg/dl): (B)(6). Customer called in stating meter is displaying high readings and repetitive readings.